Manufacturer narrative:
All buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents, tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were sticking. Customer's blood glucose was 500 mg/dl after doing yard work for three hours. Troubleshooting could not be performed due to button error alarm. Customer was advised that insulin pump would need to be replaced.